Manufacturer narrative:
A manufacturing record review was unable to be completed as the lot number is unknown. The device was not returned for evaluation. Based on the information provided it is likely that the device was advanced against resistance while being over torqued.

Event description:
Physician performed a challenging procedure in a calcium bend in the rca and om2, with a hematoma that was compressing the distal rca. He tried to bring back the turnpike lp with an aggressive push and torque; then the tip of the turnpike lp snapped and detached. Physician used another turnpike lp and stenting was performed for subintimal crush of calcium and to imprison detached tip. After, using 3 long des, it gave flow back to rca and om2. Happy ending with the flow back.